Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Following 5.5 placement in operating room, patient was transported to ICU, the aic was plugged into wall outlet - the aic continued to run off battery power with a white alarm - several wall plugs used without success, decision to exchange aic, new aic plugged into wall and worked without issue. The automated impella controller (aic) will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
B1 (is product problem) has been ticked to capture the malfunction code. D1 (brand name) has been updated. D9 (date device returned to manufacturer) has been added. H3 (device evaluated by manufacturer?) Has been updated. The pi was completed with physical product returned. The aic was not charging despite being connected to ac power was not determined because the ac cord plug was replaced at the hospital prior to further evaluation.

Manufacturer narrative:
D6a and d6b: added explant and implant date.